Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received from a site regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation system had consistent imprecision. The healthcare provider stated that it was consistently slightly off to the right. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No further information was provided.

Manufacturer narrative:
Additional information: patient gender, age and weight provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.